Manufacturer narrative:
No device will be returned per customer. The customer complaint could not be confirmed because the device was not returned for failure investigation. The root cause of this failure was not identified.

Event description:
It was reported that the device had "error code 240-4150. Replaced both pressure sensors, calibrated, performed pm, passed all tests." Although requested, further information was not provided.